Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent capture; the device was programmed to vvi.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information indicates the lead has been explanted and replaced.